Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-10365. It was reported the patient experienced ineffective stimulation due to the l4 and s1 leads migrating. Surgical intervention was undertaken during which the migrated leads were explanted and replaced. Surgical intervention addressed the issue.